Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the gantry door would not be recognized as closed due to physical damage. To restore functionality, the upper left door switch was adjusted and the upper, lower and sidewall covers were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the upper and lower door caps on the imaging system were damaged resulting in the door of the gantry not closing properly. It was reported that the site was able to use the imaging system for the procedure. There was a reported delay to the procedure of a few minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.